Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported that approximately 7 years, 7 months, and 11 days post tavr with a 26mm sapien 3 valve, the valve failed due to moderate central regurgitation and paravalvular leak, a valve in valve was performed using a 26mm sapien 3 ultra resilia valve. The valve was successfully implanted. Medical records showed the patient presented with complaints of congestive heart failure nyha class 3 and early class 4 symptoms. A transesophageal echocardiography (tee) was performed and showed regurgitation of the aortic s3 valve with appropriate bioprosthetic function. The valve is well seated, circular in shape with mild indentation in the "2nd-3rd hour", the mean gradient is 13 mmhg, the peak velocity is 2.58 m/s. The regurgitation was moderate central leak and moderate paravalvular leak (pvl) with an eccentric jet due to a large chunk of calcium in the stj (sinotubular junction), as well as at the annulus at the 2 o'clock position.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. The complaint for central regurgitation was unable to be confirmed due to the unavailability of relevant imagery and/or medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, there was no allegation or indication that a product malfunction contributed to these adverse events. Investigation cannot be determined due to the limited information available. However, it is possible that patient factors not provided (like cardiac anatomy remodeling over time) may have caused or contributed to the pvl. As noted, the patient had vast comorbidities (e.g. Chronic kidney disease, hypercholesterolemia, hypertension, diabetes mellitus, etc.), which are known factors that may increase the risk of valve degeneration/deterioration, resulting in central regurgitation. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the central regurgitation. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.